Event description:
It was reported that the patient visited the doctor, due to high blood glucose (bg) levels >500 mg/dl, chest pain and shortness of breath, while wearing the pod. The patient was unsure if the cannula was inserted in the site, after bumping into the door frame. No information was provided on the type of treatment given by the doctor. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.